Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude and some undersensing. Moreover, the device was reprogrammed, and sensing was adjusted. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.